Event description:
Following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. The site looked good following the procedure without complaints or problems. The pt was taken to the floor the next morning and the nurse stated that the groin appeared fine. The groin was checked again approximately 22 hours post procedure and a large hematoma was observed. The skin was taut and the pt complained of leg cramps. The pt's blood pressure dropped to 50 systolic. The pt was given fluids and was transfused with two units of blood. An ultrasound was performed which revealed an av fistula. Ultrasound guided pressure was held for one hour and communication between the artery and vein was still present. The pt was taken to another hosp where they underwent a surgical repair of the av fistula. No further complications were reported.